Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Despite several followup attempts by phone and in writing, no further information is available regarding the procedure or the patient, or whether the broken off piece fell into the patient. Based on similar reports, a potential cause for the jaw breakage is operator¿s technique. The device instruction manual contains several warning statements to prevent damage to the jaw area: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
One (1) of 2. Olympus was informed that during an unknown procedure, the lower jaw of the forceps part of the device broke off. There was no reported patient injury, and the broken off piece was retrieved.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for the jaw broken off. A 16 mm length of the probe was broken off. The outer gold insulation on the jaw was also flaked off. There was no damage to the teflon pad resulting in metal exposed underneath.